Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short on transformer (t1) of the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. The connector for the display cable was found broken on one side. During the internal inspection, there were visual indications of dried fluid on the base plate and back panel. There were no burrs or sharps in the cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. There were no other discrepancies during the internal inspection of the returned cycler. The glucose test strip passed. The mushroom head check passed. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a liberty cycler went blank during a patient¿s peritoneal dialysis (pd) treatment. The power outlet was properly working and the ok and stop keys were on, however the screen remained blank. It is unknown when the issue occurred. At that point in time, the technical support representative advised the peritoneal dialysis registered nurse (pdrn) to discontinue use of the cycler. A replacement cycler was issued to the clinic. Additional information was requested, however to date has not been provided. The cycler was returned to the manufacturer and upon physical evaluation of the cycler, it was identified that there was an internal short on the transformer of the inverter board.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short on transformer (t1) of the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. An internal inspection found visual indications of dried fluid on the base plate and back panel. There were no burrs or sharps in the cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. There were no other discrepancies during the internal inspection of the returned cycler. The glucose test strip passed. The mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board. The cycler was refurbished following the evaluation.